Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.

Event description:
Received via (B)(4). "Padgett dermatome 320 malfunctioning during the case while harvesting; the guard loosened up and took a full thickness skin graft from pt's right thigh. It was tightened and checked by physician and physician's assistant prior to use. It was then taken out of operation, and a new dermatome was obtained. Use of product during surgery on 2013 when it malfunctioned. Dates of use: 2013." Additional information was requested.